Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose readings. Customer's blood glucose was 41 mg/dl. This is a past event and customer reported of being new to insulin pump therapy. Customer also reported that transmitter was not communicating with insulin pump. The customer was wearing the insulin pump during the hospitalization. Customer was assisted with programming insulin pump.